Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Yes, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the expulsor will be replaced. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device is showing that delivery volume testing results are low. No patient injury was reported.